Event description:
The customer reported that she was hospitalized due to high blood glucose levels over 560 mg/dl. The customer stated that she stopped using the insulin pump after the hospitalization, and would like to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.